Event description:
It was reported that the atrial lead exhibited high thresholds and an impedance greater than 2000 ohms. Prior to repositioning procedure loss of capture was noted. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.